Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had power failure. A field service engineer (fse) attended the site, checked all drawers and connections, and was unable to identify any issues. A power supply issue was suspected, so the power supply was replaced. The station was tested and operated normally. The customer tested multiple drawers and confirmed there were no reboots. The backup battery was tested multiple times in the hardware test application with no issues. The customer was advised to monitor the device. During follow-up calls, the customer confirmed that the issue had been resolved and the device was running normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es intermittently rebooted during use.however, there were no delays or adverse events or injuries reported based on this event.